Event description:
A home pt in (B)(6) was undergoing a dialysis treatment that involved a polyflux 210 h dialyzer. During treatment, an external blood leak at the connection of the venous line to the dialyzer was observed. Treatment was discontinued and the blood in the extracorporeal circuit was not returned to the pt, resulting in a total estimated blood loss of 500 ml. No med intervention, no blood transfusion and no hospitalization was reported in relation to the event.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. The involved lot number is unk, therefore gambro can neither perform a lot history record check nor a complaint history check.